Event description:
A non treating person referenced a report about an aging patient. There was a very lengthy report considering amyloid in the brain.

Manufacturer narrative:
A non-treating person reported amyloid issues with an elderly patient with a very lengthy report. The medical findings from amyloid position emission tomography have been found to be unrelated to the effects of ect. The ect treatments did not cause the patient's symptoms. Because of the lack of identifying information, somatics is unable to confirm whether the complainant was even treated with a somatics thymatron device. Moreover, the medical literature provides no evidence of the connection drawn by the complainant between ect treatments and the symptoms reported. Although somatics has determined that the claims in the mw report are not valid and cannot confirm that even if an the ect device was used, there was no way to determine it was manufactured by somatics, we are submitting this report to the FDA in abundance of caution and to ensure full compliance with 21 cfr part 803.